Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 fse arrived onsite and checked unit. Downloaded and sent files to tech support. Replaced the mainboard, system counters where reset updated sw to 6.1.2.1 sw option are intact. All calibration conducted per manufacturer specifications. Operating properly post-maintenance.

Event description:
Additional information received indicates that a vyaire medical fse was able to go to customer site to further investigate the ventilator.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the suspect device was not returned for evaluation.

Event description:
It was reported to vyaire medical that the screen freezing multiple times in the last week. Dispatched fse to get logs for diagnosis. No patient harm.